Event description:
It was reported that during deployment of a breast tissue marker under ultrasound guidance, the patient experienced some mild allergic reactions. The patient was treated with IV medications and sent to another facility for observation; no additional medical intervention was needed. The patient was released from the facility a few hours later in stable condition.

Manufacturer narrative:
The lot number has been provided and the investigation is currently underway.